Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The patient effects of tissue injury and recurrent mr appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstance as the patient returned to the hospital and an additional clip was attempted to be implanted due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4 and prolapsed posterior leaflet. Two clips were implanted with no reported issue reducing mr to grade 1-2. On (B)(6) 2024, the patient was presented decompensated. Transthoracic echocardiogram (tte) showed the second clip, that was implanted a2/p2 lateral, detached from the posterior leaflet (single leaflet device attachment (slda). The clip is still fixed on the anterior leaflet, and fully rotated. Mr was observed to increase to grade 4. In the physician's opinion, the slda was due to massive prolapse and the remaining mobility of the residual leaflet tissue. On (B)(6) 2024, additional mitraclip procedure was performed to stabilize the slda clip and further reduce the mr. The idea was to attempt to advance a new xt clip and to push the tip of the slda clip to correct its position to a vertical position and to place the new xt clip next to the slda clip to stabilize it. The slda clip was observed to be ingrown in the anterior leaflet and could not be moved or redirected despite multiple attempts. As the slda clip is blocking the entire target zone of the anterior leaflet, no grasping attempts were performed. The clip was removed, and the procedure was aborted with mr remaining at grade 4. Patient was hemodynamically stable during the whole procedure. There was no device issue/malfunction during use. No adverse patient events related to the steerable guide catheter or the mitraclip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.